Event description:
It was reported that a spectrum pump displayed system error 105 during therapy in the medical surgical care area (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error which was not reproduced. System error 105 was confirmed through a review of the event history log. Eval found excessive motor bearing wear with shaft end play and black material around the bearing. The outer gearbox bearing was also worn. The failed motor/gearbox and the motor assembly was replaced.